Event description:
It was reported that the arctic sun device would not cool. It was determined that the device had a failed mixing pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. The arctic sun 5000 was evaluated upon receipt. It was reported that the biomed just replaced mixing pump and was trying to calibrate the arctic sun device. Replaced mixing pump. It was reported that the biomed just replaced mixing pump and was trying to calibrate the arctic sun device. Getting error 103 (switch settings incorrect). The device giving calibration error 03 (pre-warm nominal flow error). It was reported that the biomed replaced mixing pump and circulation pump but was getting calibration error 2 (pre-warm inlet pressure error) and actual value was 0.01, expected value was 7. Reestablished power to the new circulation by plugging the connector into the pump motor. The control panel coin cell was replaced due to age. All other applicable upgrades were verified complete in accordance with service procedures. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. Corrections: b, d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not cool. It was determined that the device had a failed mixing pump. Per additional information updated from ttm on 08apr2025, it was reported that the biomed just replaced mixing pump and was trying to calibrate the arctic sun device. Getting error 103 (switch settings incorrect). Biomed called back about calibration error 103. Biomed had device giving calibration error 03 (pre-warm nominal flow error). Per additional information updated from ttm on 24apr2025, it was reported that the biomed replaced mixing pump and circulation pump but was getting calibration error 2 (pre-warm inlet pressure error) and actual value was 0.01, expected value was 7.